Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating pouch for anvil of eea on an open colon resection procedure, the jaw of the device broke. Surgeon created a pouch without any device to complete the case. There was no patient injury.